Event description:
The pt reported they recently traveled by plane and now one ipg does not turn on; both ipg's were checked prior to traveling and were fine. The rep re-directed the patient to report symptoms to the hcp. The hcp reported they could not get telemetry from the ipg implanted on the right-side. The pt was referred for further testing and evaluation. No report of device explant has been received. A follow-up report will be sent if additional information is received. See MFR report number 3004209178200701216.